Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and capsular contracture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 275cc and experienced bilateral deflation and capsular contracture on the right breast implant. As a result, the patient will undergo removal and replacement with unspecified breast implants on (B)(6) 2020. This medwatch is for the right breast implant.

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove code anisomastia from the left breast and remove code capsular contracture from the right breast implant to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/26/2020, a manufacturing record evaluation was performed for the finished device 145248 number, and no non-conformances related to the reported complaint condition were identified. On 3/9/2020, it was reported to mentor that the patient experienced bilateral infection. On 3/19/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, during visual evaluation of the sample some creases were observed on the posterior view. A tear was observed in the posterior view, measuring approximately 0.4 cm, causing a deflation. Leak testing was performed in accordance with mentor procedures and no other leak sites were detected. Microscopic examination was performed and the cause of the deflation could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It is possible that the crease/fold failure may be the result of the continuous and sustained stresses to the device. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).